Event description:
After placement of an epidural catheter, it was noted there was a disruption in the catheter's integrity. This caused injected medication to leak out. The epidural catheter had to be replaced.